Event description:
The facility reported a pump with failure code 810:04. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11, 2007. Evaluation summary:the reported condition of failure code 810:04 was confiremd. Inspection of the device found that this failure code was caused by the pump's air in line printed circuit board being out of specification. This part was recalibrated.